Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device blade was broken into two pieces upon opening the package out of the box. They were unable to use the blade and had to do a dilation and curettage (d <(>&<)>c) instead of a polypectomy. There was no patient involvement.